Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the reported complaint. Failure analysis found the primary failure of broken blade to be related to the customer reported complaint. The harmonic insert was found to have a broken blade. The blade broke at roughly 0.176" from the base. Broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted gastrostomy surgical procedure, the tip of the harmonic ace instrument was damaged. The customer used a backup instrument of the same kind to continue. The procedure was completed with no reported injury.